Manufacturer narrative:
Additional information was received and it was learnt that the date provided in initial report section date received by manufacturer: 4/7/2019 was incorrect. The correct received date was 4/5/2019. Lot number: ce00879. UDI number: (B)(4). Expiration date: 1/24/2020. Device manufacture date: 1/24/2019. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device evaluation: the cartridge associated to the complaint has not been received. Therefore, an evaluation of the product associated to the complaint is not possible, the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that five investigation requests (irs) have been received for this lot. 3 investigations were for reported device problem code of debris particles and are from the same account. 2 investigations have a reported device problem code of difficult to use, both from the same account. No product deficiency or product malfunction was determined as result of the investigations. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that 9 of the 1mtec30 cartridges had what looked like a white syrup substance infiltrate into the eye as the zcb00 model lens was being implanted. There were 9 cartridges that were reported. Reportedly all 9 patients were not harmed but extensive time was taken to vacuum the substance out of the eye using irrigation and aspiration on the phaco machine. Patient was doing fine. This report is to capture seventh out of 9 cartridges. There are 8 other reports being submitted for this issue. No further information provided.